Event description:
The customer called and reported that the insulin pump alarmed with a message that the device had reverted to factory settings, in addition to another alarm. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected restart alarm, due to broken solder joint on the interface board. No further alarms were noted. The device was also received with minor scratches on the lcd window, a cracked reservoir tube, and a cracked reservoir tube lip.